Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited a low wave height in some places and pacing was not captured. Placement difficulty was also noted and, as a result, it was placed close to the apex septum. After cutting the tether, rising and high thresholds were noted. The procedure was complete and a check was performed more than thirty minutes later which showed a pacing failure on the electrocardiogram. The leadless ipg was reprogrammed, however pacing failure and a drop in impedance were noted with a p wave irregularity. The device was reprogrammed again and the patient will be followed up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following:  brand name [micra] product ID [mc2avr1-delsys] (serial: [(B)(6)]). D9: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.